Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event; an event regarding disassociation involving an accolade stem that mated with a metal head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this case involves a patient who underwent a primary total hip arthroplasty who developed femoral head disassociation with trunnionosis and metallosis. Revision surgery was necessary approximately 10 1/2 years following implantation. No information was given regarding the patient's height, weight, and activity level. The findings at surgery were typical of trunnion failure with subsequent metallosis and head disassociation. I can confirm that the event occurred as well as the revision since I was able to review the revision operation report. Regarding the root cause of this failure, I cannot determine this with certainty. Causes of trunnion failure, subsequent metallosis and head disassociation are multifactorial including surgical technique factors, patient factors and implant factors. No information was provided about the patient's bmi and activity level. Examination of the removed implant by stryker engineers would help to determine the root cause. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by clinical review of the provided medical records which indicated: this case involves a patient who underwent a primary total hip arthroplasty who developed femoral head disassociation with trunnionosis and metallosis. Revision surgery was necessary approximately 10 1/2 years following implantation. No information was given regarding the patient's height, weight, and activity level. The findings at surgery were typical of trunnion failure with subsequent metallosis and head disassociation. I can confirm that the event occurred as well as the revision since I was able to review the revision operation report. Regarding the root cause of this failure, I cannot determine this with certainty. Causes of trunnion failure, subsequent metallosis and head disassociation are multifactorial including surgical technique factors, patient factors and implant factors. No information was provided about the patient's bmi and activity level. Examination of the removed implant by stryker engineers would help to determine the root cause. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Event update: based on the med review:" this case involves a patient who underwent a primary total hip arthroplasty who developed femoral head disassociation with trunnionosis and metallosis. Revision surgery was necessary approximately 10 1/2 years following implantation".